Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2008; 5071-53 x 2, implanted: (B)(6) 2008, product event: summary: the partial lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a coagulase negative staphylococcus infection and there was erosion. Additional information revealed the device pocket was superficially located and the patient's skin was thin due to age. The suspenders rubbed the skin, leading to erosion which was followed by infection. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.